Event description:
The EU complaint handling unit reported a revision surgery due to a rod which broke post-operatively. The patient was treated with the urs system on (B)(6) 2009 combined with a tlif, transforaminal lumbar interbody fusion. This surgery was following a 2 level fusion and laminectomy in 2006. The surgeon noted early on from a post op xray following the surgery on (B)(6) 2009 that one of the urs caps had popped off at the cranial end of the construct and not long after this the rod on the opposite side broke. The patient also presented with significant kyphosis requiring a revision surgery and the replacement of the screws on (B)(6) 2010.

Manufacturer narrative:
(B)(4): placeholde.

Manufacturer narrative:
Device was used for treatment. Additional product codes for this report include kwq, mnh, mni, nkb. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.